Event description:
The conttact reported inaccurately low blood glucose readings with test strips, lot # 1k518b. His wife opened the test strips approx. Two weeks ago and obtained readings in the 100-150 mg/dl range. Approx. One week later, she began having hyperglycemic symptoms, i.e., excessive thirst and urination, but her blood glucose reading remained in the 100-150 mg/dl range. Because of these symptoms, she performed a side by side comparison using another kind versus test strips. The results were 400 mg/dl and 120 mg/dl respectively. The next day she performed another comparison and the results were 333 mg/dl with the other kind and 135 mg/dl with test strips, she immediately performed another test on the wnd brand and the result was 66 mg/dl. The contact stated that his wife had performed a check strip test and the result was in range. He does not know if she performed a normal control solution test. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer stores the test strips in the kitchen.